Manufacturer narrative:
The involved device was returned for evaluation contaminated with excess clotted blood and debris. The unit was decontaminated and extensive oxygenator performance testing was conducted under various conditions (using both aami and internal test conditions). Due to the condition of the returned unit, acceptable performance results could not be achieved. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. There are many complex clinical variables that may have affected the observed gas performance. There is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions and the steps recommended for change out during use are addressed in the device labeling. All available information has been filed in qa for appropriate tracking, trending and follow up.

Event description:
The user facility reported experiencing poor gas transfer during a bypass procedure. The initial unit was changed out for a second oxygenator and the case was successfully completed. Additional event specific information was not available.